Manufacturer narrative:
Device received and it appears that the housing came off due to the insert sticking in the handpiece. The damage to the steel component that holds the external o-rings may have contributed to the insert sticking in the handpiece, however, no conclusive finding is available.

Event description:
Customer called in stating they were using an ultrasonic insert in their dentsply caviton steri mate 360 - when attempting to remove insert from handpiece, the insert was stuck. Attempted several times to remove, however, resulted in doctor and hygienist cutting themselves during attempt.